Event description:
The customer observed imprecise phyt results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The event's investigation concludes that the immunowash fluid pump was causing imprecise phyt results. Intermittent codes were present indicating unacceptable replicate agreement on sample results. An ocd field engineer replaced the immunowash fluid pump. Following service, acceptable phyt results were obtained from a phyt precision test. The root cause of the event is instrument related.